Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the pt is currently being monitored and has not been revised to date. As not lot numbers were provided for the devices. The device history records could not be reviewed. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Should additional information become available and / or the device (s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported the pt was implanted a durom hip generic on the left side on (B)(6) 2005. Currently, the pt is being monitored due to unk reasons.